Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. The surgeon inserted the screw to distal screw hole of the nail. After surgery, the screw was not inserted in one of the distal screw hole when the surgeon checked the image. Therefore the surgeon is monitoring for the patient. Additional information: the function of target device was checked with the sample nail. There were no problems with the function of device.

Manufacturer narrative:
Device will not be returned as the device remains implanted. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. The surgeon inserted the screw to distal screw hole of the nail. After surgery, the screw was not inserted in one of the distal screw hole when the surgeon checked the image. Therefore, the surgeon is monitoring for the patient. Additional information: the function of target device was checked with the sample nail. There were no problems with the function of device.